Manufacturer narrative:
Manufacturing received a vela main board. The vela main board was installed in known good unit. The unit was powered in service mode and the event error log was viewed. Found a single xdcr (0, 0, 4073) event recorded in log. Xdcr pt800 passed calibration tests while under service mode. Found faulty s903 valve, solenoid, 8mm, 24 volt, 3 way. 30 ms slow, causing xdcr pt800 to show xdcr faults. The vela main board was scrapped.

Event description:
Inop condition customers report: "vent. Inop in red with xdcr error in yellow massage appeared on screen, it disappeared after changing both the main pcb and the turbine."

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the issue was caused by a malfunctioning turbine and main pcb. The foreign distributor installed a replacement turbine and main pcb to repair the device and return it back into service. Further information has been requested regarding the allegedly faulty component.